Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient saw a power on reset (por) message on their recharger after attempting to charge following a thunderstorm. The patient's therapy had stopped. The programmer was showing the ins battery low message and it was reviewed that the patient would need to charge the ins and the patient stated that sometimes it takes all day to charge the ins. The patient later called back and stated that they charged the ins and they were guided through clearing por and turning the ins back on. The issue was resolved. No further complications were reported.